Event description:
This is report 2 of 8. Report received from (B)(6) regarding a cutter/burr device in which the "sterile pack was deformed". The alleged defect was observed upon receipt of the product, during inspection. Therefore, the device was not used in during inspection. Therefore, the device was not used in surgery. No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The customer reported eight occurrences of the reported condition and returned eleven samples for evaluation. The samples were examined by reliability engineering. Visual inspection revealed that the packaging was in good condition with no defects of the peelable or terminal seals. The packaging was inspected under (B)(4) magnification, and foreign material was not observed in the packaging. Therefore, the reported condition was not confirmed. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).